Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. During therapy, the patient experienced frequent ¿impella in aorta¿ alarms. Impella positioning was verified under echocardiography and confirmed to be appropriate; therefore, placement signal monitoring was disabled. The device was successfully weaned and explanted, and no patient harm was reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. Data logs were returned and several impella position in aorta were observed. There was no variation or impact to optical signal 5s parameters. The root cause of the optical signal issue was most likely patient condition related based on the data log review. All pertinent information available to abiomed has been submitted at this time.